Manufacturer narrative:
The 29mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the valve was crimpled on the inflation balloon and fully pressed up against the flex tip, bunching of the inflation balloon between the distal end of the inflation balloon and the valve, and the crimp balloon was torn at the I/c bond. Functional testing was performed, and full valve alignment was able to be performed with no resistance noted. Dimensional testing was performed for double wall thickness of the crimp balloon and the measurements were within specifications. Imagery was reviewed and revealed that the commander delivery system appeared to be inserted through the guide sheath with the crimped thv aligned slightly proximal in reference to valve alignment marker. In addition, the flex shaft appeared to be under tension, consistent with high alignment forces. The lot number was not provided, and a device history record and lot number review was unable to be performed. The commander delivery system IFU and device procedural training manual were reviewed for guidance and instructions. The device procedural manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock and check delivery system before valve alignment. If kinked, do not use. Maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations include compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible, and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. There was no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve alignment difficulty or inability and balloon torn were confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during engineering evaluation. A review of the IFU and training manuals revealed no deficiencies. As reported, 'it was tried to introduce a 29mm sapien 3 valve with commander ds to gs without success. The commander with crimped valve was removed as it was not possible proper positioning on balloon during valve alignment. The commander delivery system was advanced a few centimeters into the guide sheath and then, it was realized that the commander was not designed to be inserted to the guide sheath.' As reported, valve alignment was performed with commander ds inside the m3 guide sheath, which is not an indicated use of the device. Per the instructions of use, valve alignment should be performed in a straight section of patient's vasculature. Performing valve alignment inside the guide sheath may have resulted in high valve alignment forces, contributing to the reported valve alignment difficulties. Furthermore, excessive manipulation during system withdrawal may have caused crimp balloon to tear via separation of the inflation to crimp balloon bond (I/c bond). In this case, available information suggests that procedural factors (valve alignment performed in sheath, high alignment forces, off-label use, excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Event description:
Correction of clinical trial name. As reported by our canadian affiliate through an encircle clinical trial, during implant of a m3 valve in the mitral position by transeptal approach, the first m3 valve was deployed and as the valve was being expanded severe waist was observed.

Event description:
As reported by our canadian affiliate through a m3 clinical trial, a sapien 29mm valve and commander delivery system was introduced into the guide sheath. During alignment the valve was not advancing to the proper position on the balloon, after a few attempts the commander delivery system with the sapien valve was removed. An m3 valve was prepped, and the edwards m3 commander delivery system was advanced to the center of the deployed m3 valve. The m3 valve was slowly deployed under rvp to allow minor adjustments made on system/wire. The valve was successfully deployed with none to trace paravalvular leak (pvl) observed. The patient was stable. The commander delivery system was returned to edwards for evaluation and during pre-deco the crimp balloon to inflation balloon had separated.

Manufacturer narrative:
The investigation is ongoing.